Event description:
A review of cta¿s from 5-½ and 6 years post-implant revealed that three talent thoracic stent grafts were positioned within the thoracic aorta. The proximal device begins just distal to the lsa, and the distal device extends to just proximal to the celiac artery. The stent grafts are placed within a severely tortuous descending thoracic aorta which is aneurysmal nearly the entire length; the max diameter taa measures approximately 8cm. There is also an aneurx tube seen positioned within the proximal neck of the abdominal aorta and overlapping the distal thoracic device. The stent grafts are patent. The visceral vessels have been bypassed and there high reflectance seen from possible coiling placed near the aneurx. There is a likely separation between the two proximal talent devices with contrast seen from a possible type iii junctional endoleak. There is also contrast seen within the distal thoracic near the junction of the distal thoracic and aneurx tube device. The type and cause of the endoleak could not be determined. The cause of the endoleaks could not be determined from the images provided. Earlier post implant films were not returned. Images post relining were not provided. It is possible that the observed thoracic tortuosity with aneurysm morphology changes may have contributed to the type iii junctional endoleak.

Manufacturer narrative:
(B)(4).

Event description:
A talent/aneurx stent graft system were implanted for the treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the patient presented emergently. There was a type iii endoleak with thoracic aorta expansion, the graft was then successfully relined. The films were reviewed by the physician and the endoleak has resolved and the new graft is well opposed. No additional clinical sequelae were reported. The patient is doing very well.